Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, device backup vvi issue was observed after the first firmware download was performed. A device restoration was performed successful. Patient will continue with regular follow ups. The device received an alert on (B)(6) 2018 stating that the device reset had occurred. The device was interrogated multiple times but the alert was unable to be cleared. The device was restored again and the alert was cleared successfully. Patient was stable.